Event description:
Additional information received indicates that programming changes were made on sep 4, 2024 by the device technician.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with post paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. There were no adverse patient symptoms reported. Further information was requested but not received.